Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the patient had a pericardiocentesis catheter placed on (B)(6) 2017. On the same evening, when moving the patient, the oxygen tube got stuck on the drainage bag breaking the catheter in two parts. The nurse clamped the catheter closed with forceps to prevent fluid leakage and then attached the bag to the broken end of the catheter. The drain worked fine. The patient was given antibiotics prophylactically. The drain was left in place until (B)(6) and was then removed without a problem. The patient is doing fine.